Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. The log file analysis shows that no x-ray was available, and a system shut down was required. Based on the system symptom's and issue pattern, the service engineer replaced the printed wiring board d115. The returned pwb (d115) was examined in detail and showed that two capacitors (c37 and c38) on the board d115 were defective due to a short circuit. The defect is caused by a decreasing capacity of the capacitor. After hardware replacement there were no further issues and the system works as intended. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. The incident described in the adverse event was finally not classified as a reportable event after a thorough investigation as neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred, or could be expected by applying risk assessment with the result for probability in the region of inconceivable.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.